Manufacturer narrative:
Additional information was received on 30-oct-19 indicating that no patient was involved in this event. Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a damaged lens. During analysis, the customer's reported problem regarding "failed accuracy test" was able to be confirmed and the cause of the reported problem was noted to be out of specification expulsor. Service will replace the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd®-solis vip ambulatory infusion pump failed accuracy test. This was reported by clinical engineering department of university of cal davis medical center. No reports of adverse patient events.